Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed that the last basal delivery and last bolus delivery were both on (B)(6) 2014. The total daily doses added up to correctly reflect the user¿s programmed basal rates. No alarms related to the complaint were noted, only typical usage was observed. The pump was able to successfully pass a delivery accuracy test and was found to be operating within required specification and delivering accurately. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient¿s blood glucose levels elevated to 350 mg/dl with no reported symptoms; which does not meet animas¿ criteria for an adverse event. The reporter alleged that the pump was not delivering insulin properly. This complaint is being reported because the reported issue was not resolved with troubleshooting.